Manufacturer narrative:
Report inconclusive. No evaluation could be performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 77 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. (B)(4).

Event description:
It was reported to the sales representative that during a craniotomy, the surgeon was cutting the cranial flap and the foot of the attachment broke. The surgeon did not find the detached piece of the foot of the attachment during the procedure, so a postoperative scan was performed and identified the piece of the foot was located in the bone flap. The surgeon scheduled a second procedure for the next day to remove the fragment from the bone flap. It was reported there were no other complications related to the incident. Attempts to obtain additional information regarding patient status and details after the second procedure were unsuccessful. It was reported the device was located in the risk management department at the hospital.

Manufacturer narrative:
On february 3, 2016 medtronic received two sus voluntary event reports from FDA: sus voluntary event report number ¿ mw5059034, and sus voluntary event report number ¿ mw5059009. Mw5059034 ¿ this user facility report describes a broken footplate, however, an incorrect device type and lot number are referenced. Initial MDR 1625507-2016-00001 matches the details provided in this user facility report. Mw5059009 ¿ this user facility report provides the concomitant device (motor) provided. These devices have not been received by medtronic for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.